Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the presidio 10 cerecyte microcoil 5 mm x 17 cm (pc410051730 / g13755) failed to detach. ¿the coil would not deploy; it is a simple as that¿. Coil received a charge when attached to cable and detachment box but would not detach. Dr. Tried numerous times pushing the detachment button and also repositioning the marker coil marker with that of the proximal marker band on the micro-catheter¿no patient injury occurred. The device positioning unit (dpu) passed electrical testing. The detachment fiber melted on the first detachment cycle and released the coil. The detachment fiber melted as designed. Laboratory testing could not duplicate the complaint event. Therefore; the root cause of the coils nondetachment cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined if these components contributed to the complaint event. The complaint was not confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the reported but unconfirmed difficulty.

Event description:
The complaint received states that during use the presidio 10 cerecyte microcoil 5 mm x 17 cm (pc410051730 / g13755) failed to detach. ¿the coil would not deploy; it is a simple as that¿. Coil received a charge when attached to cable and detachment box but would not detach. Dr. Tried numerous times pushing the detachment button and also repositioning the marker coil marker with that of the proximal marker band on the micro-catheter¿no patient injury occurred.